Manufacturer narrative:
The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2016-02140 pertains to the first resolution clip device, manufacturer report # 3005099803-2016-02142 pertains to the second resolution clip device, and manufacturer report # 3005099803-2016-02143 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy with polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was able to lock onto tissue but failed to release from the catheter to deploy. The same issue occurred with the second and third resolution clip. The procedure was completed with a fourth resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.